Event description:
Flxibility study. It was reported bleeding and a hematoma at the femoral access site occurred. It was noted that on (B)(6) 2020, prior to implant procedure, transesophageal echocardiogram (tee) revealed no evidence of intracardiac thrombi and no evidence of laa thrombus; however, there was a pericardial effusion. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. A 31mm watcman flx laa closure device was successfully implanted with a complete laa seal and deployed device diameter as 24.0 mm. Prior to the procedure, 2.5 mg of apixaban was administered. The patient was on aspirin 100 mg and clopidogrel 75 mg. Post procedure, the patient was noted with bleeding at femoral venous access site. Doppler ultrasound revealed prolonged bleeding at the puncture site in the right groin, pronounced hematoma was already regressing and 5.1 mmol/l drop in hb was noted. Manual compression was given for 20 minutes and 2 units of packed red blood cells were transfused. On (B)(6) 2020, one day post implant, echocardiography revealed circular pericardial effusion, passing in front of the right ventricle, behind the left ventricle up to a maximum of 7 mm without any hemodynamic significance and the laa closure device is in a regular position. Echocardiogram revealed pericardial effusion was worsened by implant procedure with complete laa seal. On the same day, duplex ultrasound revealed plaques in the cfa (common femoral artery) and showed no hemodynamic significance. Proximal sfa shows chronic occlusion and no evidence of a pseudoaneurysm, dissection, or av fistula in the area of the puncture site. The patient was discharged in a good general condition on aspirin and clopidogrel medication.

Event description:
Flxibility study it was reported bleeding and a hematoma at the femoral access site occurred. It was noted that on (B)(6) 2020, prior to implant procedure, transesophageal echocardiogram (tee) revealed no evidence of intracardiac thrombi and no evidence of laa thrombus; however, there was a pericardial effusion. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. A 31mm watcman flx laa closure device was successfully implanted with a complete laa seal and deployed device diameter as 24.0 mm. Prior to the procedure, 2.5 mg of apixaban was administered. The patient was on aspirin 100 mg and clopidogrel 75 mg. Post procedure, the patient was noted with bleeding at femoral venous access site. Doppler ultrasound revealed prolonged bleeding at the puncture site in the right groin, pronounced hematoma was already regressing and 5.1 mmol/l drop in hb was noted. Manual compression was given for 20 minutes and 2 units of packed red blood cells were transfused. On (B)(6) 2020, one day post implant, echocardiography revealed circular pericardial effusion, passing in front of the right ventricle, behind the left ventricle up to a maximum of 7 mm without any hemodynamic significance and the laa closure device is in a regular position. Echocardiogram revealed pericardial effusion was worsened by implant procedure with complete laa seal. On the same day, duplex ultrasound revealed plaques in the cfa (common femoral artery) and showed no hemodynamic significance. Proximal sfa shows chronic occlusion and no evidence of a pseudoaneurysm, dissection, or av fistula in the area of the puncture site. The patient was discharged in a good general condition on aspirin and clopidogrel medication. It was further reported that z-sutures closed the venous access site on ,(B)(6) 2020. Echocardiography performed on (B)(6), 2020, revealed the pericardial effusion was not worsened/caused by the implant procedure. On (B)(6), 2020, the patient was stable and sutures were removed. On (B)(6) 2020, the patient was discharged in a good general condition on aspirin and clopidogrel medication.